Event description:
It was reported the patient had radiofrequency ablation done in the lumbar region. A power on reset (por) condition was reported. It was stated that the procedure seemed to have prompted the por. The doctor had to then re-bond the patient programmer. It was unknown when this had occurred. Information received a week later indicated the doctor had interrogated the device and turned it back on. Everything was functional.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).